Event description:
The rep reported the device was used during a hand held mammatome procedure to sample a 2cm lesion. The radiologist attempted to place a c1535 clip. After inserting the clip into the probe the doctor pushed the introducer forward and fired the clip. When the dr tried to remove the clip it reported the c1535 ball end of the clip had broken off inside the pt.